Event description:
The consumer alleges they went to turn right and the chair turned at full speed to the right, causing them to fall out of the chair. Chair allegedly ran into them. No serious injury occurred.